Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was over 600 mg/dl. The customer was given an insulin drip, intravenous drip, and fluids. The customer was not wearing the insulin pump at the time of the hospitalization. The customer was off the insulin pump of less than 48 hours prior to the hospitalization. The customer's current blood glucose level was over 400 mg/dl. After troubleshooting for the insulin pump the caller was advised to tell the customer to monitor and to call back if they needed further information. The device will not return for analysis.